Event description:
Clinic notes dated (B)(6) 2011, indicates that the patient had two larger generalized seizures, one lasting three minutes and one lasting seven minutes. The patient tolerates vns without any issues. It was noted that the patient's longer seizures were associated with apnea and do not stop on their own. It was not specified whether the apnea was central or obstructive sleep apnea; however, notes dated (B)(6) 2012 indicate the patient was sleeping well. Follow up with the physician's office found that it was unknown if the apnea was related to the vns. The fluctuations on the seizure numbers in clinic notes since implant are part of the patient's normal seizures pattern and were not considered an increase, per the nurse. Additionally, the seizure frequency was less than pre-vns. There was no suspected issue or issue with swiping technique. No further information was provided.